Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 54.3 ng/l. Two subsequent samples collected from the patient had low values, so the customer questioned the value from the complained sample. The sample was repeated twice on (B)(6) 2025, resulting in troponin t values of 3.41 ng/l and < 3.00 ng/l with a data flag.

Manufacturer narrative:
The troponin t reagent lot number was 811848. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.